Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios omnipod software app version: 2.2.1 operating system: 26.4 hardware: iphone14.6 cgm sensor type: dexcom g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient¿s blood glucose level rose over 400 mg/dl while wearing the pod less than an hour. The patient reported they did not feel the cannula pinch when inserting the current pod, being unsure if the cannula was properly seated in the infusion site. The patient also mentioned the pod only reported 10 units of insulin remaining despite being filled with 200 units just 24 hours prior, indicating a potential insulin delivery issue. Additionally, the patient stated they were not able to see the bg values on the omnipod app only on the dexcom app. As treatment, the patient was able to switch from automated mode back to manual mode to retore insulin delivery and troubleshot the controller alerts with assistance from the agent.